Manufacturer narrative:
Upon visual inspection the basket coil is missing, caster was loose and roller were worn out on the console. This type of physical damage found during visual inspection are not related to the reported event. During functional testing the console displayed "factory configuration not complete" error message upon power up. This not related to reported complaint. This issue is attributed to defective processor board. Upon customer approval, replacement of the processor board, basket coil and roller guide. The console will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
At an unspecified time during ivtm therapy, the thermogard console (sn (B)(4)) displayed a mid:10 (post fpga) alarm. The console was replaced and ivtm therapy was resumed no further issue reported. No known impact or patient consequence was reported.